Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and the lab inr results. The results were as follows: (B)(6) 2015: inratio=2.1, lab=1.5; (B)(6) 2015: inratio=2.2, lab=1.6; (B)(6) 2015: inratio=2.2, lab=1.5; patient self tester's therapeutic range: 2-3. Patient self tester was unable to provide the lot number used for testing but did provide a strip code. Patient self tester's normal warfarin dose was 10mg 5x/week and 5mg 2x/week. The physician increased dose to 10mg every day after the results obtained on (B)(6) 2015.

Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed in the monthly complaint review.